Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that worn tasp was returned and found to be fractured. No patient involvement was reported. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp exhibited signs of repeated use and has disassembled/missing components. The missing components were not returned. Device history record (DHR) was reviewed and no discrepancies were found. The device had an approximately field life of 5 years and 7 months with unknown frequency of use. Root cause was determined to be associated with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.